Event description:
On august 10, 2016, captiva spine's distributor representative provided feedback from a surgery with the caplox ii system. They reported the following: tip broke off in the screw head. The doctor left the broken tip in the screw head. The surgery was completed. The doctor fully torqued it before it broke. The doctor used a second driver to torque the other screws. The distributor representative indicated no medical intervention was necessary. The screw is a set screw used in the cross connector for the caplox ii system.